Manufacturer narrative:
(B)(4). He pipeline flex will not be returned for evaluation as it was implanted in the patient. The complaint could not be confirmed. The event cause could not be determined from the reported information. The emdr was originally submitted on (B)(6) 2015. Due to FDA processing delays, the failure was not received until 2015-11-01.

Event description:
Medtronic received report that the distal and middle section of a pipeline flex did not fully open during a procedure. The physician used a balloon to balloon angioplasty the pipeline flex; full wall apposition was achieved. The patient was being treated for an unruptured, small saccular aneurysm in the left clinoid internal carotid artery (ica). Vessel was moderately tortuous. Post-procedure angiographic result was slow flow in the aneurysm, as expected. There was no report of patient injury as a result of this event.